Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The pump was received with a scratched lcd window and operating currents within specification. There were no unexpected battery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went to aquatic therapy and took the insulin pump off. Customer put the pump in a side pack and apparently a child found it and threw it into the pool. Customer stated that the pump was in the water for about 10 minutes and then the customer was getting button error alarms and battery errors. Customer mentioned that the activity guard broke on the pump. Customer's blood glucose was 209 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.